Manufacturer narrative:
Per medical review - reportedly, by a surgeon, the icl (12.6 mm) was explanted on the first post-op date to address excessive vaulting ("overvault") and subsequent complications (narrowing of the angle, shallowing of the acd and elevated iop). The shorter length icl (12.1 mm) was implanted one week later. According to the report, dated on (B)(6) 2014, the most likely cause of the event was nomogram and lens sizing choice. The surgeon wrote an additional comment stating that suggested sizing nomogram (per FDA ): " will lead to overvault in 5-10% of patients". Given all this information it is very likely that procedure related factors (pre-op measurements and lens choice) have caused the reported event. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely root cause of the event was procedure related factors (pre-op measurements and lens choice). (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. The lens was exchanged for a shorter lens on (B)(6) 2014. There was no patient injury.

Manufacturer narrative:
(B)(4). Lens not returned. Evaluation codes: method -(other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4) : lens not returned.

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue.. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - this lens was implanted in the patient's right eye (od). The patient experienced elevated intraocular pressure, narrowing of the angle, angle closure and shallowing of the anterior chamber. The patient also experienced pain and blurred vision. The reporter indicated the event was due to a sizing issue.